Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, after delivering insulin, the insulin gauge remained static. The customer's blood glucose level was 212 mg/dl. As the customer did not have insulin available at the time of the reported event, the customer confirmed that a new cartridge would be loaded at a later time.